Manufacturer narrative:
The investigation was conducted using the information provided by the customer and the inspection findings from the third-party repair center. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the thermal decomposition of the device malfunction: cause traced to a stress problem identified; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the suction/irrigation tube exhibited damaged insulation, thermal decomposition. There was no patient involvement.